Event description:
It was reported that, foley catheter was placed on (B)(6) 2025, and when checked on (B)(6) 2025, the catheter had naturally removed due to balloon rupture so that urine was leaking. The catheter was discovered to have been removed spontaneously during genital washing, and urine leakage was occurring around the catheter. The nurse in charge suggested that a balloon rupture may have been the cause for urine leaking.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. However, the exact cause of how and when problem occurred could not be determine. The potential root cause for this failure could be user related (example: contact with sharp object) /exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter was placed on (B)(6) 2025, and when checked on (B)(6) 2025, the catheter had naturally removed due to this urine was leaking. Probably it had a leak in the balloon.